Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported an energy error during refractive treatment. The message was acknowledged with the "ok" button and reappeared a couple more times before the treatment was fully completed. A gas change was completed and no issues followed.

Manufacturer narrative:
A logfile review of the day of treatment could confirm the occurrence of the reported warning message, but the root cause could not be identified during logfile review. During the technical onsite visit the field service engineer (fse) replaced emr board and performed system verification to specification per service installation record. The root cause could not be determined conclusively. The possible root cause could be the suboptimal adjustment potentiometer on the emr board. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Emr board received. Review of the non-conformance investigation shows the issue is already known and addressed and investigation will be performed under this non-conformance. According to service bulletin #407 - adjustment of the internal energy sensor e4 "the range of the e4 sensor is set by a potentiometer. Therefore, it is possible that if the potentiometer is set to the end of its range, the measurement could be faulty. This could cause an energy error message ¿internal or corresponding error messages." This potentiometer is placed on emr board. This is a known issue. Review of the non-conformance shows the issue is already known and addressed and investigation will be performed under this non-conformance. The root cause could not be determined conclusively. The most possible root cause for the reported error is a suboptimal adjustment potentiometer on the emr board. The manufacturer internal reference number is: (B)(4).